Event description:
During a hemorrhoidectomy procedure, during the first firing, half of the staple line had malformed staples. The case was completed by additional sutures. There were no adverse consequences to the pt.